Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic kidney surgery. According to the reporter: when used on the renal vein, the staples would not come out, but the knife ran, so bleeding occurred. Converted to open surgery and manual suturing as done. Fifteen hundred cc bleeding occurred. No transfusion was necessary.